Event description:
It was reported that the patient presented in clinic. The right ventricular lead exhibited noise with pocket manipulation. During lead revision procedure, the physician discovered insulation abrasion on the lead. The lead was capped and replaced. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.